Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4574, implanted: (B)(6) 2005; product ID: 5076-45, implanted: (B)(6) 2010; product ID: 4193, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during the explant of the previously capped leads the superior vena cava (svc) was torn. The patient was reported as expired due to the svc tear.